Event description:
Medics connected the device to patient diagnosed in cardiac arrest. The pt's down time was estimated to be approximately 8 to 10 minutes prior to the arrival of the medics. The device allegedly displayed a continuous connect electrodes alarm and use of the device was inhibited. An als crew subsequently arrived and took over treatment of the pt. The pt's outcome was not known.